Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lobectomy, the subject device was used. The probe was broken and it fell into the patient. The broken part was retrieved. The intended procedure was completed with another device. No patient injury was reported other than the above. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) would like to withdraw the submitted MDR (8010047-2018-00929) since omsc found that this MDR was duplicated with another one (8010047-2018-00838).